Event description:
Caller reported damage to tandem charging cable, resulting in charging supplies being non-functional. There was no reported impact to the customer¿s blood glucose level. Cts addressed the issue by arranging for replacement charging supplies to be sent via 2-day shipping.